Event description:
A pump declared an altitude alarm, and there was no adverse impact on the customer's blood glucose level. The customer's insulin was temporarily suspended due to the alarm condition, but they were guided by technical support to remove obstructions, clean the speaker holes, and reconnect the cartridge. After following these instructions, the customer successfully resumed insulin delivery and resolved the issue. Technical support also provided tips to prevent future altitude alarms.